Manufacturer narrative:
The patient's sample was not centrifuged according to the tube manufacturer's requirements. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). A review of alarm trace data showed 4 abnormal sample probe aspiration errors on the day of the event. A photograph of the patient sample showed many red blood cells in the gel layer, suggesting poor sample quality. The sample centrifugation conditions were not done as recommended by the tube manufacturer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alkaline phosphatase acc. To ifcc gen.2 on a cobas c 503 analytical unit. The sample initially resulted in an alp value of 211 u/l. The sample was repeated twice, resulting in values of 101 u/l and 97 u/l.